Event description:
During a valve replacement in or 3, we tied the valve with a device called a cor-knot. The device became stuck onto the suture and we could not remove it for 5 minutes, and we could not figure out how to remove it. The device finally unjammed and came off by itself.